Event description:
Customer reportedly obtained a result of 346mg/dl on the advantage system and took his normal amount of insulin: 110 units novolin n and 28 units novolin r. Within 30 minutes the customer passed out and the paramedics were called. The paramedics received a result of 15mg/dl on their system. Customer was given 2 glucose tubes and regained consciousness 20 minutes later. Requested return of suspect system, however, strips and meter are not available for return.